Event description:
Pt who had undergone the essure procedure in 2007, reported persistent right lower quadrant pain to her physician nine months later. No other symptoms were reported. Pt had normal three months hsg. Pt requested micro-insert removal in 2008. The following month, physician reported that she removed the right micro-insert three days prior. Physician stated that the anatomy looked normal and the implant appeared to be in the proper location. Physician stated that she is not convinced that the pt's pain was due to the micro-insert.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.